Event description:
On january 30, 2017, agfa became aware of an event in which the customer experienced unintended movement of a dx-d 100 unit. The customer reported an x-ray technologist was moving towards a group of people and slowed down to be cautious. The technologist indicated at that point, the dx-d 100 unit swerved and would not stop until he let go of the dead man handle. The unit stopped when the dead man handle was let go. Agfa service responded and replaced the drive gauges and installed gauge stops. Agfa service also checked and adjusted voltages at the dmc board and verified all required field service corrections were in place as required. The unit was tested and returned to use for monitoring during operation. No further issues have been reported. Investigation is under way to determine the root cause. A supplemental report will be provided. There has been no reported harm to patient or user during this event.

Manufacturer narrative:
The root cause was identified by april 18, 2017, during the investigation by agfa and the supplier. The agfa dx-d 100 unit static arrestor was installed on the unit but the arrestor was not working properly because it was not touching against the ground. The arrestor was bent at a 90° angle, therefore the unintended movement was probably caused by an esd discharge between a metallic part of the system with the ground. As stated in the first report, agfa service responded and replaced the drive gauges and installed gauge stops, checked and adjusted voltages at the dmc board, and verified all required field service corrections were in place as required. In addition, agfa service replaced the arrestor. No further issues have been reported. There has been no reported harm to patient or user during this event.